Event description:
It was reported that there is an image quality issue associated with the 9900 sys. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Changed the anatomical default profile and enhance settings. Improved images and reviewed with customer. Images are now ok. The sys was tested and found to be working as intended and placed back into service.